Event description:
A user facility medwatch report was received that states: proglide closure device failed to deploy correctly. A portion of vessel was on the end of the device. Pressure was held for 30 minutes physician told patient that he poked a hole in the artery and it did not close correctly, so he is keeping him in hospital until 1400 for observation. Patient had been observed from post procedure at 0910 and discharged at 1400 with no hematoma, no oozing to groin and c/o [complaint of] minimal pain to groin. Instructed to return to ER for problems and as of (B)(6) 2011 no return visits noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Failure to deploy can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. A final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a device deployment failure. Other relevant patient medical history and information relating to user technique were not provided. The incident information does not indicate whether the lever, foot, plunger or the suture failed to deploy; therefore, a conclusive cause for the reported event cannot be determined. A review of lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the investigation, there does not appear to be any indication of a lot specific product quality deficiency.